Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left deflation. D6b explantation date: on (B)(6) 2026. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 37-year-old caucasian female patient underwent primary breast augmentation with 300cc mentor smooth round moderate plus profile and experienced breast implant deflation on her left side postoperatively. The patient is scheduled for bilateral replacement surgery on (B)(6) 2026.

Manufacturer narrative:
On february 18, 2026, the mentor failure analysis lab received the device for evaluation. Per product investigation the product reported as ruptured (left / (B)(6) was found to have instrument damage and the product reported as concomitant (right / (B)(6) was found to have a tear without specific cause. After re-evaluation of the information provided, t was found that the correct information for left and right implant is (B)(6), respectively. Therefore, lot, serial and UDI information have been updated under section d. On february 25, 2026, device evaluation was completed as follows: mentor conducted a visual inspection, leak testing, microscopic examination, and shell thickness of the returned device. Visual analysis of the returned device revealed that the breast implant did not show any apparent damage. Leak testing was performed, in accordance with mentor procedures, and the breast implant was found to have a tear on the posterior view, measuring approximately 0.1 cm. Microscopic examination was performed, and the cause of the tear could not be identified. Therefore, a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. Mentor also performed a manufacturing record evaluation related to the reported complaint for the finished device lot number. No manufacturing non-conformances were identified as part of this evaluation. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. The contralateral device was also received (lot number 7565112). The patient did not report any issue with this device. Therefore, no further analysis of the contralateral device is required. As part of mentor¿s quality process, all devices are manufactured, inspected, and released according to approved specifications. Based on the results of this investigation, it was determined that the product met the manufacturing release criteria: no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 22, 2026, mentor became aware that the replacement devices used on (B)(6) 2026 were catalog number 3503420d; serial number (B)(6) on the left side, and catalog number 3503420d; serial number (B)(6) on the right side. Manufacturer¿s reference number: (B)(4).